Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-19907. Related manufacturer report number: 2017865-2021-19908. Related manufacturer report number: 2017865-2021-19910. It was reported that the patient expired. Interrogation of the implantable cardioverter defibrillator on (B)(6) 2021 revealed that the device exhausted all options to convert the ventricular tachycardia/fibrillation, but the arrhythmia could not be resolved. Additionally, an electrogram of the episode appeared to be missing. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.